Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Clinician reported being unable to interrogate the device. No lights flashed on the wand while held over the device, and the programmer screen was reportedly non-responsive. Clinician was uncertain whether this appeared more like a non-responsive device or like a programmer issue, and patient was no longer in office during the call for further troubleshooting. No home monitoring data available. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.